Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4), implantable pacing lead, (B)(6) 1999. (B)(4).

Event description:
It was further reported that there was significant undersensing and noise was noted on the atrial channel.

Event description:
It was reported that there was an atrial lead warning. The lead had high impedance, high thresholds, and oversensing which is causing mode switching. The oversensing increased with isometrics. It was also noted that the pacing percentage increased in the ventricle due to the oversensing. Reprogramming got the patient ventricular sensing again. The lead remains in use. No patient complications have been reported as a result of this event.